Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that once she had correctly inserted the tampon, she realized that there was no string. No injury was reported.